Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump alarmed no disposable, so the pump was powered off. Powered the pump on, reviewed settings and powered pump off. There was no patient injury reported.